Event description:
Event description guidant received information that this right ventricular rate/sense transvenous lead was exhibiting a decreased r-wave amplitude measurement. X-ray confirmed a lead dislodgement. Ventricular fibrillation was induced and the system appropriately detected and treated the arrythmia. The physician had elected not to reposition the lead and increased follow ups to every 30 days. No adverse patient symptoms were reported.